Event description:
It was reported that the urinary catheter out of the sterile packaging, the tip of the catheter below the balloon where the inlet holes appeared like moldy.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A 2 way amber foley catheter was returned opened with original packaging. Black residue can be seen on the catheter's eye and inside the catheter. Per moncks quality engineering, the black mark was confirmed to be burn residue. The product does not meet specification per visual - catheter characteristics which states to inspect for "dirty" drain eyes. A potential root cause for this failure could be "operator error¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urinary catheter out of the sterile packaging, the tip of the catheter below the balloon where the inlet holes appeared like moldy.